Event description:
The customer reported that the instrument could not be fired. The generator would show a fault message of "too little tissue grabbed". There was no pt injury and no piece of the device fell into the pt cavity. When the device was returned for investigation it had one broken snap pin. The site confirmed there was no pt injury and no piece of the device fell into the pt cavity.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100 percent visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.